Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation) updated: h6 ( investigation findings, investigation conclusions). Based on further investigation provided by the engineers at the manufacturing site, and on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Additionally, as part of the manufacturing process, the units go through a balloon inspection process and a final inspection. The specification for catheter produced by edwards lifesciences were reviewed and it specifies that the deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone that appears on the balloon surface as a maze of fine cracks or crazing.

Manufacturer narrative:
One fogarty catheter was sent to our product evaluation laboratory for a full evaluation. Customer report of "balloon deflation was slow" was unable to be confirmed. As received, balloon was found to be ruptured in the middle area. Ruptured edges did not appeared to match up. Both balloon windings were intact. No other visible damage was observed from the catheter. Through lumen was patent without any leakage or occlusion. Per the instructions for use (IFU) "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this embolectomy fogarty catheter, the balloon deflation was slow. The issue was solved by replacing the unit. There was no allegation of patient injury. The device was available for evaluation.as per product evaluation, it was found that the balloon was ruptured and the ruptured edges did not appeared to match up.